Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. It was reported that the customer experienced elevated blood glucose (bg) ranging from 140 mg/dl to "high" on the continuous glucose monitor (cgm). A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.